Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a etco2 failed to detect micro stream disposable set. Case resolution: I recommended (B)(4) to replace luer connector. Assisted with a part number. (B)(4) will replace luer connector kit.